Event description:
The customer called to perform troubleshooting on the insulin pump due to high blood glucose levels. The reported blood glucose reading was 500 mg dl. The customer stated that she may have been using bad insulin troubleshooting was performed. The insulin pump failed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.